Event description:
The patient's ICD was at eri (elective replacement indicator). The device was replaced without incident. The patient tolerated the procedure well. Suspect possible early battery depletion. Manufacturer response (as per reporter) for aicd, medtronicawaiting response

Event description:
The patient's ICD was at eri (elective replacement indicator). The device was replaced without incident. The patient tolerated the procedure well. Suspect possible early battery depletion. Manufacturer response (as per reporter) for aicd, medtronicawaiting response